Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. No batch number was received on this complaint; therefore, no investigation can be conducted. The company received this case report through (B)(4) on 10-jun-2016 ((B)(4)). It should be noted that the report does not report any brand name. The adverse reaction "pain in knee" is expected for hyaluronic acid. The case has been assessed as "serious" due to the medical important event. Fidia has classified the case as being "serious/expected". The relationship between hyaluronic acid and the event was deemed as being "probable". Device was not available.

Event description:
A (B)(6) male patient was treated, for a osteo arthritis knees, with hyaluronic acid solution for injection (hyaluronate sodium), at a unknown dosage, by parenteral route, on (B)(6) 2016. On the same day, following the administration of the drug, the patient experienced a pain in the knee. Hyaluronic acid was withdrawn. At the time of the reporting the patient was improving.